Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of lo blood result. Expected fasting blood glucose test result range is 120 to 130 mg/dl. Customer also received e-4 error message. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Verified storage of product is within instructed spec. Test strip lot MFR's expiration date is 02/28/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 1:lo, (B)(6) 2015, 01:30pm; 2:80mg/dl, (B)(6) 2015, 09:28pm; 3:77mg/dl, (B)(6) 2015, 09:27pm; 4:116mg/dl, (B)(6) 2015, 12:01pm; 5:158mg/dl, (B)(6) 2015, 11:10pm; adverse event not reported.